Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 13605fp00. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of reagent lot 13605fp00 and an internal alinity I ca19-9xr panel. All acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue of falsely elevated patient results. A ticket search for lot 13605fp00 did not identify an increase in complaint activity related to falsely elevated patient results. A review of ticket trending data for the alinity I ca19-9xr assay was performed and no trends were identified. A device history review was performed on lot 13605fp00 which did not show any non-conformances, deviations, or potential non-conformances. Based on the investigation no systemic issue or product deficiency of the alinity I ca19-9xr, lot 13605fp00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated alinity I ca 19-9 results on one patient. The results provided were: on (B)(6) 2020 (B)(6) historic = 5.03u/ml / new 64.86 / retest = 6.77u/ml / dilution 1:2 = 7.36 / 1:4 = 9.84u/ml. It is unknown if the patient is being monitored for pancreatic cancer. There was no reported impact to patient management.